Event description:
The reporter stated that she had gotten the er1 message after a control solution, retested and had same result. During her conversation with a lifescan rep, it was determined that she was using expired control solution. She did a bloot test while on the phone, and using the confirmation dot on the color chart, it compared with her 177 mg/dl result.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8